Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacment indicator (eri). The physician has expressed concerns with the device's longevity. The device has been explanted and returned for analysis.